Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sealed bag was removed, the bracket was unused, and the bracket was found to be broken and the filament was not removed. Per follow up information received via ibc on 14jun2024, stated that there was no harm to the patient and the new product had been replaced in time.

Event description:
It was reported that the sealed bag was removed, the bracket was unused, and the bracket was found to be broken and the filament was not removed. Per follow up information received via ibc on 14jun2024, stated that there was no harm to the patient and the new product had been replaced in time.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay pouch and then placed inside a large ziploc bag. A part of the suture was provided, but the pigtail straightener was not. Visual requirements per state to use the unaided eye at 12" to 18" under normal room lighting unless otherwise noted. When evaluating the sample, the separation could be located on the body of the stent. The material looks similar to when it is cut due to no stretching or discoloration. Only part of the suture was provided. The suture seemed to be strained and snapped, with one end coiled and the other end not, believed it to be eventually cut. Dimensional evaluation noted dimensional requirements state the od to be 0.079" ± 0.002", tip ID 0.043" ± 0.002"; tube ID to be 0.050 +0.002", -0.001", and guidewire to be 0.038". The sample passed all the dimensional requirements. The od measured at 0.0798" and 0.0796" using a laser micrometer. The tip ID was measured using a 0.043" pin gauge. The tube ID where the separation occurred was measured using a laser micrometer. A 0.038" guidewire passed through the sample with no hesitation. Also received 1 photo sample that shows top view of stent, pigtail straightener and suture with stent broken into two separate pieces. Based on photo and physical sample received the reported event is confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be material selection. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.